Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the head connector on the link electronic module (lem) board was loose causing the intermittent rf head issue. It was also noted that the system fan was noisy. (B)(4): the rf head was analyzed and no anomalies were found.

Event description:
It was reported the programmer rf (radio-frequency) head was unresponsive. The programmer and rf head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.